Manufacturer narrative:
(B)(4) date sent: 02/13/2023 d4: batch # 384a09 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received void of staples with two b-formed staples on the reload deck and swing tab in the locked position. The device was tested for functionality with a test reload and fired without any difficulties however, the staple line at the distal end showed that one staple was malformed. No conclusion could be reach on what caused the condition of malformed staple. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 384a09, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch#: 397a10. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure two of the staples did not form correctly presenting, the surgeon hand-sutured closed. There were no patient consequences.